Manufacturer narrative:
No product will be returned per customer as they sent the product to bbraun manufacturer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Customer sent product to bbraun.

Event description:
It was reported that the tubing set male luer spin collar would not lock resulting in a chemotherapy spill in the pediatric department. The customer further stated that there were no adverse effects caused to the pediatric patient from the event.